Event description:
It was reported that the atrial lead had a full curve that went back over on itself and looked unusual when the stylet was initially removed. Post implant when the patient sat up, the lead moved and caused nerve stimulation. The lead was repositioned twice, then removed a week later.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the curve on the j-shape part of the lead was out of specification. The j-shape was more like a closed loop. The lead exhibited normal electrical characteristics.